Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system (implantable cardioverter defibrillator and leads) were removed after the patient developed endocarditis. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. All damage found was sustained during surgical procedure. The lead was otherwise normal.